Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system and one of the iol haptics was bent. There was no pt impact/injury associated with this event.